Manufacturer narrative:
Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination for factors relating to oil gel globules and no issues were observed as all tubes met specifications. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, oil gel globules were observed in the serum of five (5) tubes. There were no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, oil gel globules were observed in the serum of five (5) tubes. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received five (5) photos for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination for factors relating to oil gel globules and no issues were observed as all tubes met specifications. Complaints for sample quality for the month of august 2024 were not under statistical control therefore factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, oil gel globules, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.